Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and was advised to call back if the malfunction code reappeared. The caller acknowledged and understood the instructions.